Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that tension on the braking system required adjustment. The technician adjusted the tension on the braking system, tested the function and operating of the harmony vled surgical lighting system, confirmed the unit to be operating to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury to their wrist while adjusting their harmony vled surgical lighting system. The employee was placed on modified work duties.